Event description:
Arjohuntleigh received a complaint where it was indicated that during positioning of the pt above the bed, the loop sling detached from the spreader bar due to 1 of 4 retaining clips loose on the spreader bar. "One of 4 clips (to fix the sling with loops) does not close completely anymore. This causes the sling to detach in certain circumstances. While positioning a patient in bed, the sling detached from the spreader bar (at the point where the clip did not close well anymore). Patient fell onto the bed (because lift was positioned above the bed). Luckily the pt did not suffer any injuries." There is no info related to the pt involved in the incident. No injuries were reported as a consequence of the event. Ref MFR #3007420694-2014-00010.